Event description:
It was reported that the user experienced difficulty attaching the connector during a routine supply change and subsequently completed the supply change after replacing the connector without further issues. Symptoms included no adverse clinical effects. Outcomes included no alarms, no hospitalization, and no ongoing impact. Investigation included user troubleshooting and education. Investigation of this case revealed user difficulty with connector attachment that resolved with a successful connector change, indicating no device malfunction and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error.